Manufacturer narrative:
Date of report: 17jan2019. Date rec'd by MFR: 15jan2019. The gas delivery system was returned to philips for analysis. It was discovered during testing that the airflow sensor drift caused the unit to pass out of the specified range. Replacement of components within the airflow sensor subsystem resulted in the unit passing all testing. The root cause of the failure was determined to be a fault in a component within the airflow subsystem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of this report: 12/14/2018. (B)(4). Philip's international service technician replaced the flow sensor assembly to address the reported problem. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the unit failed the airflow accuracy test (pvt test 5) at the 0 standard liters per minute (slpm) setting. There was no patient involvement. The event date was not specified; estimate used.